Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter displayed an unknown error message. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2020. The patient manages his diabetes with 35 units of insulin daily (self-adjuster). The patient denied making any changes to his usual diabetes management regimen when he was unable to obtain a blood glucose result due to the error message appearing. The patient denied developing any symptoms due to the alleged issue however reported proceeding to the hospital on (B)(6) 2020 where he was treated with "IV fluids." The patient stated that his blood glucose tested "20 mg/dl" on the hospital meter prior to treatment. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked through resolving the issue, however the alleged meter issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly received medical treatment for an acute low blood glucose excursion after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.